Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 518 mg/dl. He also reported a no delivery alarm. After troubleshooting it was found that the insulin pump was working as designed. The product was not returned. Nothing further to report.